Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. The root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
An ophthalmologist reported that a corneal flap was cut but not lifted. Flap was too high and docking was not possible. The patient was sent home. No additional information is available.